Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1909102 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. This device is available for analysis but the engineering report is not yet available. Additional information will be submitted within 30 days of completion of the product evaluation.

Event description:
As reported, the mynxgrip vascular closure device (vcd) 5f balloon would not deflate. There were no reported patient injuries. The doctor tried to use a new syringe, but the balloon still did not deflate. The device was not used in the patient since the balloon wouldn't deflate during prep. The device was stored, handled and prepped per the instructions for use (IFU). The device was stored in the cath lab for two weeks. There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was prepped with 100% saline.

Manufacturer narrative:
As reported, the mynxgrip vascular closure device (vcd) 5f balloon would not deflate. There were no reported patient injuries. The doctor tried to use a new syringe, but the balloon still did not deflate. The device was not used in the patient since the balloon wouldn¿t deflate during prep. The device was stored, handled and prepped per the instructions for use (IFU). The device was stored in the cath lab for two weeks. There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was prepped with 100% saline. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle cartridge was engaged to the black handle, the syringe was separated from the device, and an additional syringe was observed to have been connected to the device with stopcock open as received. The sealant and advancer tube remained in the manufactured position. The procedure sheath was not returned with the device. Leak testing was performed on the balloon of the returned device. The results confirmed the user's complaint. The balloon of the returned device remained partially inflated when the inflation indicator was fully retracted during the investigation. Visual inspection at high magnification of the catheter hub assembly revealed the proximal end of the polyimide shaft was abutting the distal end of the plunger, which prohibited the balloon from deflating completely. By design, a gap between the proximal end of the polyimide shaft and the distal end of the plunger is needed to allow fluid/air to travel from syringe to balloon. If the proximal end of the polyimide shaft is pushed against the plunger, fluid will be trapped in the balloon, resulting in a balloon failure to deflate. A device history record (DHR) review of lot f1909102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty in patient¿ was confirmed through analysis of the returned device. The exact cause of the issue experienced appears to be due to the proximal end of the polyimide shaft abutting the distal end of the plunger, preventing proper deflation. According to the mynxgrip IFU, which is not intended as a mitigation, users are instructed to inflate and deflate the balloon during preparation of the device. This allows the user to verify if the inflation indicator and balloon are functioning appropriately. The issue with the device appears to be related to the manufacturing process. Therefore, this event was referenced under an existing investigation.